Event description:
Caller reported experiencing a cartridge alarm 30 issue. There was no adverse impact on the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Although the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.